Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he is experiencing burning/pain sensations at the ipg site with stimulation turned on or turned off. The patient reported he may have bumped the ipg site at some point. The patient also reported the physician gave him a pain patch for the site; however, it did not help the pain. The patient will undergo surgical intervention at a future date as the next course of action.